Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited oversensing due to crosstalk. The device will continue to be monitored. No patient symptoms were reported.